Manufacturer narrative:
Investigation summary a mp1000-c china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20015137. Further information provided by the customer indicates that an occlusion was identified through the mp1000-c china sample whilst connected to a shanghai baoshun infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20015317 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp1000-c china product.

Event description:
It was reported nine maxplus positive pressure connector had flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter, translated from chinese: "for the same infusion set, fluid is drained from the first connector, but fluid is not drained from the second connector."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported nine maxplus positive pressure connector had flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter, translated from chinese: "for the same infusion set, fluid is drained from the first connector, but fluid is not drained from the second connector."